Event description:
It was reported by the physician that a central line triple lumen catheter was placed femorally in 2008. It was either a 16cm or a 20cm arrow catheter. In the next day, the insertion site dressing was soaking wet. The dressing was changed and biopatch was placed. Medication was administered and apparently was leaking from the insertion site. As a result, the catheter was removed.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.